Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced an error 32100 on arm 1. The customer did a hard reset on the system, but that that did not resolve the issue. The customer stopped the error by disabling the arm. The procedure was completed as planned. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred prior to starting the procedure. The scheduled surgery was proceeded with only three arms; the other two have been cancelled. There was no injury to the patient. The surgeon opted to disable the arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive the proximal suj to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Fa also found errors 23007 and 26015, both indicating wiggle test faults. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered the same 3 errors thus replicating the event. The unit was then installed on a patient side cart fixture test platform where the vertical brake tests failed with error 32100. Installed golden axes controller setup but then the horizontal brake locked up during travel with error 32099 in the logs. As a result of these findings, fa concluded that the acu printed circuit assembly is consistent with the reported event and considered the potential root cause.